Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) cylinder due to a tear in the left cylinder. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) cylinder due to a tear in the left cylinder. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had folds that indicate possible buckling of the cylinders. There was no leak in cylinder 1. Cylinder 2 has bulging of outer tube due to broken fabric treads in the cylinder body. Cylinder 2 has a leak; hole was identified in cylinder body. The leak was result with sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The cylinder bulge due to broken fabric threads would directly affect the overall functionality of the device and is therefore concluded as the most probable cause of the reported events. Product analysis confirmed a device malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.